Manufacturer narrative:
The field service engineer replaced the rinse and aspiration tubing. After service, no issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 6000 c501 module. The initial result was 166 mmol/l. The repeated result was 142 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer provided the rinse tubing for an investigation. The rinse tubing was from the detergent line. The provided rinse tubing was damaged from being removed from the wastewater bottle and any evidence of chemical damage was lost. No damage was observed when scanned with an electron microscope. No further investigation was possible with the provided rinse tubing. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.